Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation the patient's atrial lead and right ventricular lead exhibited noise. The reported lead were explanted and replaced on (B)(6) 2024. The patient was in stable condition.